Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was over 590 mg/dl. Customer was wearing the device at time of the emergency room visit. Customer declined high blood glucose troubleshooting. Customer had been hospitalized twice while wearing the device. Customer will not be returning the device for analysis.